Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, following removal of the devices due to resistance, the needle was noted to have punctured the sheath. The transseptal needle was advanced along the introducer, resistance was noted and the needle could not advance further. The devices were removed from the patient and the transseptal needle was noted outside of the dilator and punctured the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.